Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The reported resistance was unable to be confirmed. The reported stent movement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information and evaluation of the returned device, the reported difficulty advancing appears to be due to operational context. It is likely that the difficulty advancing was related to the viper guidewire as there was no resistance noted using a proxy guide wire during the returned evaluation. Additionally, the stent movement likely occurred during the failed attempts to advance the omnilink elite over the viper guide wire. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left external iliac artery. The 8x59mm omni elite balloon expanding stent (bes) was attempted to be advanced on a viper guide wire (gw) via the left common femoral artery; however, the bes met with resistance during advancement prior to entering the patient anatomy. An attempt was made to slightly pull back the bes and the readvance, but resistance was still noted with the gw and the stent became loose on the balloon and moved from between the balloon markers. Therefore, the bes and the gw were removed independently from each other and another omni elite bes and viper gw were used to continue the procedure. There as no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.